Manufacturer narrative:
We were recently informed that smith & nephew orthopaedics ag has never registered item 66021 / 75007454 or a similar item in the us. Therefore this report is no longer valid.

Event description:
It was reported a revision surgery due to a ceramic insert breakage after an x-rays diagnosis. Rubbing and noise development in the area of the left hip without any trauma, was noted the day prior diagnosis ((B)(6) 2018). Ceramic ball head was also replaced.